Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/30/2021. Additional information: h4, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what do you mean by "unexpected event that occurred"? Please explain I didn't expect the needle to "pop off" like a pop-off suture. Did another issue occurred apart from the "pull off suture needle"? Please explain: no.

Event description:
It was reported that a patient underwent a breast surgery on (B)(6) 2021 and suture was used. During the procedure, while doing a running subcuticular suture, only used about 1/4 to 1/3 of the suture when the needle broke off from its suture. The surgeon stated a webster needle holder was used so there was no serrations in the needle driver's inner aspect and the surgeon handled the needle and did not grab the suture. There were no adverse patient consequences reported. No additional information was provided.